Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H4: device manufacturer date was added. H10: narrative/data was updated.

Event description:
No additional or corrected data to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design / non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that the patient developed infection around implant tsv4b10. The implant was removed.